Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured." No adverse trends were identified. The smartport and catheter tubing returned to angiodynamics contained bio material {blood}. The catheter tubing was returned in two pieces (a small portion of the tubing was connected to the port housing). The catheter had been connected to the port at the 66 cm mark. The catheter was cut between the 64 and 63 cm mark (near the port housing). A fracture in the tubing was observed between the 52 and 51 cm mark. The fracture was jagged and was perpendicular to the tubing lumen. The location of the fracture was ~13 cm from the port near the apex of the tubing (tubing has taken a curved set). A small hole was also found in the catheter under the blue boot at the end of the stem; this may have occurred as a result of damage during the explant procedure. The catheter was cut just below the slit at the 14 cm mark for dimensional inspection. The lumen ID and od were measured and found to meet specification. The returned sample was confirmed to have a fracture in the catheter tubing. Based on the jagged nature of the fracture and its location from the port the likely root cause of the fracture is pinch-off syndrome. The directions for use provided with this device contain guidance on port placement and maintenance as well as warnings regarding the causes and signs of pinch-off syndrome, including the following statement: "if the patient complaints of pain or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure." (B)(4).

Manufacturer narrative:
The used port from the reported event has been returned to angiodynamics, however, the device evaluation is still in process. Upon completion of the investigation a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, patient had a smartport implanted on october 31, 2016. He went in for a CT study on (B)(6), 2017 and as soon as they injected the contrast, the patient felt pain and the technician noticed that a bubble of fluid had formed on the patient's neck near the sternal notch. They stopped contrast and immediately sent the patient in to have the port removed and replaced. The used device has been returned to angiodynamics for evaluation.